Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt would not go into pt's leg easily. The surgeon enlarged the incision in order to insert the device.